Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
Reported via patient call center. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx pro closure device was implanted. At a routine follow up, imaging revealed a device related thrombus on the closure device. The patient had reported the physicians had prescribed another blood thinner and then having imaging redone in a couple months. The patient reported currently being on plavix and eliquis and denied having any other concerns about the closure device. No further details were reported.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown b5: information added d1, d4: information updated h4: information added.

Event description:
Reported via patient call center. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx pro closure device was implanted. At a routine follow up, imaging revealed a device related thrombus on the closure device. The patient had reported the physicians had prescribed another blood thinner and then having imaging redone in a couple months. The patient reported currently being on plavix and eliquis and denied having any other concerns about the closure device. No further details were reported. It was further reported the device implanted was a 31mm watchman flx pro closure device. Transesophageal echocardiogram (tee) imaging was used to visualize the mobile, pedunculated thrombus. No leak was noted. The patient was on aspirin daily as the post-implant drug regimen up until the thrombus and also was only on aspirin prior to the index procedure.